Manufacturer narrative:
The insulin pump was received with no button error alarm. The pump had no button response due to corrodedkeypad traces. The pump was unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive nodelivery test or test the operating currents and low battery alarm due to button/keypad anomaly. The pump had a scratched display window and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.